Manufacturer narrative:
The previously reported conclusion code was changed.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving morphine (unknown, lot number unknown; 5 mg/ml ) at 0.0315 mg/day via an implantable pump. Indications for use included non-malignant pain and failed back surgery syndrome. Concomitant medications and patient history were not reported. On (B)(6) 2015, reported as yesterday, the patient had a refill. No alarm was heard that day; the patient had also had a magnetic resonance imaging (MRI), which was not related to the drug infusion system. There were no reported patient symptoms. On (B)(6)2015, the low battery reset alarm was heard by a nurse and confirmed by telemetry. The pump was interrogated and, according to pump logs, "reset occurred - low battery" on (B)(6) 2015 at 11:09, and pump safe state occurred; event logs showed that listed multiple times, all on that date. No older events were displayed in the event logs. According to the company representative, the elective replacement indicator (eri) was an estimated 20 months and the battery was low and needed to be replaced. The patient was to be scheduled for a pump change out "in the near future," but a date had not yet been set. On (B)(6) 2015, the patient was seen by a company representative who again saw logs with multiple low battery resets. Also on (B)(6) 2015, the MRI technician called to clarify MRI guidelines, and indicated that the pump was not working. The MRI technician did not know the details surrounding it, but stated that the MRI was not due to whatever was going on with the pump. On (B)(6) 2015, the pump was explanted and was not replaced. On (B)(6) 2015, the pump was returned for analysis; included paperwork indicated a pump malfunction and motor stall.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that the patient had an MRI on (B)(6) 2015 and the pump was not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found pump motor feedthru anomaly, shorting across insulator. Analysis of the catheter serial number (B)(4) found catheter body hole, not user related. Analysis found leak in the catheter. Analysis of the catheter found crack lines and foreign material on the catheter body.